Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Friday (B)(6) 2017 surgeon performed a total hip replacement. The patient required a 28+8mm head for their femoral stem, as they required more offset. On friday (B)(6) 2017 surgeon had to revise the same patient for dislocation.

Manufacturer narrative:
An event regarding dislocation involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, x-rays, primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. If additional information become available the investigation will be reopened.

Event description:
(B)(6) 2017 surgeon performed a total hip replacement. The patient required a 28+8mm head for their femoral stem, as they required more offset. On (B)(6) 2017 surgeon had to revise the same patient for dislocation.